Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, it was stated that there was an issue with the blood removal procedure. It was stated that the long-term catheter was found to be kinked by x-ray. It was later reported that the product was removed due to the known problem (kink) and was replaced. There was no reported patient injury.

Event description:
According to the reporter, during dialysis, it was stated that there was an issue with the blood removal procedure. It was stated that the long-term catheter which was been in place for a day was found to be kinked by x-ray. It was later reported that the product was removed due to the known problem (kink) and was replaced. There was no other medical intervention given and the dialysis procedure was continued after product placement. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.